Event description:
In (B)(6) 2010, the patient underwent surgery for scoliosis. At that time a catheter that had been originally implanted (B)(6) 2006 was replaced. A dural leak was noted intra-operatively and it was repaired at that time. The patient was hospitalized. Post operatively the patient experienced a persistent leak of cerebrospinal fluid. An incision and drainage was performed and an unsuccessful attempt was made to locate the source of the leak. Csf continued to drain and a culture of the drainage was done. The wound culture came back positive for pseudomonas. The patient then underwent a laminectomy for dural repair on (B)(6) 2010 and the catheter was removed. A full wound thickness incision, drainage, debridement and revision were performed. The pump was left implanted. Patient then underwent an extensive course of anti-biotic therapy that resolved the leak and the infection. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).